Event description:
It was reported that the patient¿s blood glucose rose to 300 mg/dl after eating without a meal announcement while using the ilet, and support advised that the system would increase insulin to bring glucose back into range; the patient later confirmed glucose returned to target, and there was no evidence of insulin leakage or device alarms. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without hospitalization, professional medical intervention, or assistance from others. Investigation included customer interview and device use review. Investigation of this case revealed a use-related issue of missed meal announcement leading to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.